Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.2 cm diameter fusiform abdominal aortic aneurysm approximately 39 months ago. The aortic neck was 25-26 mm in diameter and 35 mm long aneurysm and had an angulation of 50 degrees. The right iliac artery was 20-22 mm in diameter and the left was 19-21 mm in diameter. The iliac arteries were moderately tortuous bilaterally. There was a right iliac aneurysm 2.6 cm in diameter x 1.2 cm long. Approximately four months post implant thrombosis was noted. The right limb of the stent graft was occluded. A fem-fem bypass graft was performed and a right leg amputation above the knee was required, and the thrombosis was resolved. The investigator assessed the event to be unrelated to the device and related to the procedure. Approximately five months ago the patient had a CT with contrast performed that revealed continued occlusion in the right iliac limb and eccentric thrombus in right anterior portion of the upper graft. No intervention was performed and the patient will continue to be monitored.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (stent graft occlusion, amputation); lack of information (unknown cause of occlusion). Conclusion: lack of information (unknown cause of occlusion).